Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A user facility report form was received from a risk manager reporting incorrect axis was treated on the patient's left eye. Axis was entered incorrectly.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfile review shows that the entered rotation value (axis) of reported treatment is 170° not 70°. Therefore the reported problem is caused by incorrect entering from user. No technical problem identified. The root cause can be determined conclusively as user error. During entry of the treatment data the wrong data was entered and manually confirmed. (B)(4).